Event description:
Pt reported that their one touch basic enhanced meter would not power on. This issue was not resolved with troubleshooting. Medical affairs specialist tried to call the pt in 2004, to obtain more clinical info. Pt's phone kept ringing and there was no answer. Per the initial info provided by the pt, they had stated since they were unable to test on their meter due to the power issue and because they felt "terrible", they had to call the paramedics. The emergency medical technician meter read 250 mg/dl. Unknown what treatment they received. This case is reported as a malfunction since unknown how long the pt had the power issue with the meter and also unknown if the pt had tried using the meter prior to feeling "terrible." A letter will be sent out to the pt to try and contact them.